Event description:
It was reported during an atrial fibrillation (afib) procedure, the signal disappeared. Upon request, additional information was provided to the bwi field representative. The procedure was an atrial fibrillation (afib) including an atrial flutter left (l-afl). The procedure was cancelled due to inability of signal interpretation and full usage of the carto 3 system. There was no direct risk but the patient will have to undergo this procedure again when the system is running again. The physician thinks there was a potential risk to the patient due to this malfunction. There were several reboots during the troubleshooting of the carto 3 system. The physician had to relocate the smart touch unidirectional catheter and the sheath with the risk of perforation because he could not see any force values. He does not think there was a risk due to the loss of signals because he immediately stopped the ablation. The patient was under general anesthesia. The procedure was being performed in the left atrium. A transseptal puncture was performed prior to the case cancellation. The procedure cancellation was only because of the product issue. The physician does not cancelling the procedure caused a potential risk to this patient. The patient did not require extended hospitalization because of the procedure cancellation. All intracardiac (ic) signals had heavy noise so that the physician could not interpret the signals. All body surface (bs) ECG¿s got so small that they were almost not visible and the physician could not interpret them as well. The signal loss occurred on both the carto 3 rmt system and the recording system at the same time. The signal loss occurred with the start of ablation after a few seconds (2-3). The exchange of the catheter was not helpful and the procedure needed to be cancelled.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, the signal disappeared. Upon request, additional information was provided . The procedure was an atrial fibrillation (afib) including an atrial flutter left (l-afl). The procedure was cancelled due to inability of signal interpretation and full usage of the carto 3 system. There was no direct risk but the patient will have to undergo this procedure again when the system is running again. There were several reboots during the troubleshooting of the carto 3 system. The physician had to relocate the smart touch unidirectional catheter and the sheath with the risk of perforation because he could not see any force values. The procedure was being performed in the left atrium. A transseptal puncture was performed prior to the case cancellation. The patient did not require extended hospitalization because of the procedure cancellation. All intracardiac (ic) signals had heavy noise so that the physician could not interpret the signals. All body surface (bs) ECG¿s got so small that they were almost not visible and the physician could not interpret them as well. The signal loss occurred on both the carto 3 rmt system and the recording system at the same time. The signal loss occurred with the start of ablation after a few seconds (2-3). The ECG boards and backplane card have been replaced and this resolved the issue. The ECG cards and backplane were sent to htc for investigation. The backplane card malfunction caused the issue. Diode tvs d1000 was found failed during the isolation test. It's resistance was less than the allowed tolerance. All three ECG cards were found operable. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: smart touch unidirectional catheter: model #: d-1336-01-s, lot #: 15826820m. (B)(4).